Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was about 108 mg/dl, compared with the sensor reading of 50 mg/dl. The customer stated that when the sensor reading was not accurate, it was because of something she did. She stated that she had calibrated just after delivering a bolus. The customer's most recent blood glucose was 201 mg/dl. She was advised to call when her sensor readings were inaccurate in order to prevent the insulin pump from triggering the threshold suspend feature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.